Manufacturer narrative:
The complaint is under investigation. In case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product. As investigations on the actual product or representative sample of a batch may alter the device, we request to inform us within 7 days after submission of this report, in case the investigations that alter the device should be halted until approval of the nca, as per article 89 of EU-MDR.

Event description:
We were informed that after 2 minutes into the vitrectomy, when the surgeon moved closer to the peripheral retina, the vitrectome did not cut or vibrate, and the vacuum was at 600 mmhg. Furthermore, the metal rod was broken and moved in the eye. Small retinal detachment following retinal traction with vitrectome was reported. No report of prolonged or delayed surgery.